Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a false downstream occlusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be the force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had downstream occlusion. No additional information is available.